Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This (B)(4) is related to (B)(4) which reports about the dislocation which occurred after the first surgery. This pc reports about the event which occurred in the reduction. It was reported that on (B)(6) 2010, the patient underwent the primary tha surgery for oa with the stem and the head in question at (B)(6) hospital. The competitors¿ trilogy cup and the liner were combined implanted. After the surgery, the patient had a dislocation on an unknown date. During the reduce, the stem and the head were come off. The dislodgement was noticed after the reduction. A revision surgery was performed on (B)(6) 2022. Doi: (B)(6) 2010; dor: (B)(6) 2022; unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not received for examination. The photo investigation found disassociation of the head and stem, confirming the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.

Event description:
Additional information received indicated that the patient was revised because the head came off the stem. There was no abnormality in the appearance of the head. There was a slightly black colored area at the lower end of the taper of the stem neck, but according to the surgeon, there seemed to be no special abnormality in appearance. The head and liner were replaced. There were no particular problems when the new head was attached to the stem in the revision surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.